Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received low glucose readings of 46 mg/dl, "80 something" mg/dl, and 129 mg/dl on the adc device and stated the readings were lower than what was felt. It is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with candy and juice and subsequently experienced tachycardia. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who obtained an hcp meter reading of 500 mg/dl. The hcp recommended the customer to self-treat with their own toujeo insulin (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); poor solder was observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of all tests is an indication that the evidence of poor solder did not impact the sensor¿s ability to generate an accurate glucose reading. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received low glucose readings of 46 mg/dl, "80 something" mg/dl, and 129 mg/dl on the adc device and stated the readings were lower than what was felt. It is unknown whether the customer noted a trend arrow on the device. The customer initially self-treated with candy and juice and subsequently experienced tachycardia. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who obtained an hcp meter reading of 500 mg/dl. The hcp recommended the customer to self-treat with their own toujeo insulin (dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.